Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hypoglycemia with blood glucose of 40 mg/dl. Customer reported symptoms like dizzy and sweating as a result of low blood glucose. The customer was treated with food and glucose tablets. Customer did not feel ok to do troubleshooting for low blood glucose level. The device will not be returned for analysis.